Manufacturer narrative:
The device has not been returned to the manufacturer at this time, for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is an incorrect manufacturing lot number.

Event description:
Facility reported that when they were opening the shipping box with the glidepath catheters, they cut into the device packaging. The contents are too close to the shipping cardboard box.